Event description:
It is indicated the patient underwent a primary left hip arthroplasty with implantation of depuy products. Implanted products are found on page 1 of the attached medical information. It is indicated on (B)(6) 2019, the patient underwent a revision due to left hip disassociation of the cup and liner, possible infection, and detection of polyethylene and metal abrasion. The ceramic head and poly liner were revised. Post-operative microbiology reports indicated no evidence of infection. Operative note not available at the time of review. Event is captured on (B)(4). A second revision occurred on (B)(6) 2021 to address disassociation of the cup and liner, pain, and grinding. Product information can be found on page 1 of the attached medical records. Operative note not available at the time of review. Event is captured on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # ==> pc-000965569 investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 26-oct-2020. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 20-may-2011 3) any anomalies or deviations identified in DHR: none 4) expiry date: may-2021 5) IFU reference: 090200701 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting a second revision for patient because of disassociation of liner from pinnacle cup. During this revision pinnacle liner and cup were revised. Doi: 2011; dor: (B)(6) 2021; left hip.